Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an episode of ventricular fibrillation and received an inappropriate high voltage shock therapy due to a slow sinus rhythm after the device was completed charging. No further information is available.